Manufacturer narrative:
Returned therapy cable failed inspection. The reported service error code is likely due to a hardware wiring failure (open or short) within the therapy cable. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to monitor and trend service code issues for failure modes.

Event description:
Patient called in to report that they received an unidentified service error code. Customer care attempted to reboot the system but the monitor would not process through the boot up process. The issue was not resolved. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.